Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. Address - line 1: (B)(6).

Event description:
The spain customer reported due to dispensing/aspiration problems the instrument arm released buffer when it passed through the reagent zone, contaminating the reagents and affecting slides. The field service engineer repaired the instrument by replacing the probe and 3-way pinch valve, z-head which resolved this malfunction. The customer was able to continue staining by manually completing the slides. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Event description:
The spain customer reported "dispensing/aspirating problem", "stains were weak", and "the hematoxylin had not been dispensed". The field service engineer serviced the instrument and found after washing the probe, liquid continuously came out of the probe and filled the reagents with buffer. Staining was stopped as everything was contaminated and the slides affected by this issue were not used. The fse repaired the instrument by replacing the probe and 3-way pinch valve, z-head which resolved this malfunction. The customer was able to continue staining by manually completing the slides. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.